Manufacturer narrative:
Four smiths medical tracheostomy/silicone - bivona tubes neo/ped were returned for analysis. The returned devices appeared to have different stages / types of contamination. One of the samples had a noticeable dark discoloration inside the cuff near the upper cuff band. The other device had a slight gray appearance inside the cuff near the upper cuff band. The remaining two samples both had dark colored contamination under the swivel connector and inside the cuff, as well as a pink-colored contamination inside the airway line. The photographs provided by the customer and the returned devices were assessed and reviewed. The investigation could not determine the type or source of the contamination that was present. It may be likely that the set up and cleaning instructions provided in the instruction for use were not followed. Another cause for contamination occurring would be if the product was not adequately dried before being stored per the IFU. However, without any further information regarding the cleaning method and storage conditions, the root cause could not be identified with certainty. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that while in use of a smiths medical tracheostomy/silicone - bivona tubes neo/ped, mold or foreign material was noted in the trach. No adverse effects were reported.